Manufacturer narrative:
Patient identifier, date of birth, age, gender and weight were not available for reporting. Additional procode: hsb device was not implanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter title is orthopedics coordinator. Patient code (B)(4) used to capture additional medical/surgical intervention required due to change in surgical plan. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screws would not go in the aiming arm when the surgeon was attempting to insert the proximal locking screws in an adolescent femoral nail during an intramedullary nail of a femur on (B)(6) 2018. The sales consultant further explained that the aiming arm would accept the drill bit, but not the screws. The insertion handle and/or the aiming arm kept the protection sleeve from lining up properly, which eventually led to the transverse interlock not working properly and they had to switch the hole and use the antegrade interlock to lock the screw and complete the procedure. The procedure was successfully completed with no surgical delay. The patient was fine at the end of the procedure. Concomitant device (s) reported:12.0mm/8.0mm protection sleeve (part # 03.010.063, unknown lot #, qty # 1). This report is for one (1) locking screw. This is report 1 of 3 for (B)(4).